Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged te) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the failure was isolated to the trunk cable. There was an open along the brown (-5v) wire inside the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged therapy electrode pad.